Event description:
It was reported to philips that the allura device had an image storage error, resulting in fluoroscopy being unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and found the image disk problem. Fse recreated the image and test the system by turning it off and on. After recreation, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.